Event description:
It was reported the pt was receiving overstimulation. During surgical intervention the doctor did not notice any obvious signs of a fracture. The doctor explanted and replaced the lead. The doctor also electively explanted and replaced the ipg. The pt's issue was resolved with the replacement lead and is receiving adequate coverage.

Manufacturer narrative:
Eval: results: the lead was received incomplete. The was cut and the cut is consistent with the explant procedure. The cut segment was tested and passed continuity testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.